Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The complaint was reported as: the connector of the anesthesia bag, for the anesthesia circuit system, was found cracked. No report of a patient injury.